Manufacturer narrative:
(B)(4). Batch # t5cc52. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic prostatectomy, the doctor was using the stapler, with white reload, no buttressing material, to fire across the dorsal vein complex, closed the closing trigger, went to fire and the firing trigger wouldn't fire. The doctor used both hands, the device fired and a clicking sound was heard. The doctor tried to release, and the firing trigger wouldn't release. The doctor tried to use the release button, wouldn't open, and manually opened the device by putting pressure on the release handle. The doctor verified there was no bleeding on the staple line. There were no patient consequences reported. No additional devices were used to complete the procedure, as the stapler was only used to perform the staple line and the staple line was successful.